Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving morphine (concentration and dose unknown) via an implantable infusion pump. Indications for use included spinal pain and failed back surgery syndrome. Other medications the patient was taking at the time of the event were not available to the reporter, and the patient had no medical history. It was reported that the patient had redness over the pump pocket and cellulitis. The reporter was unable to obtain the date of event. It was unknown what led to the event/how the issue was identified. Diagnostics and interventions were reported as "anbx" (antibiotics). The issue was not resolved at the time of the report. The patient status was "alive-no injury." No surgical intervention occurred, and none was planned.